Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 512 mg/dl. The customer was treated for high blood glucose with bolus or manual injection. The customer was advised the 2 high blood glucose rule. The customer was assisted in performing the high pressure test and pump passed. The customer was advised to call her health care provider concerning high blood glucose. The customer was advised possible setting adjustment need to be made or different sites for the set.